Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. A creo amp 6.5x45mm modular screw shaft and a polyaxial threaded tulip were received for evaluation. It was reported that a revision surgery was needed due a creo amp screw touching a nerve root. Visual inspection of the assembled screw showed deformation in the tulip threads localized to the minor diameter of the second and third threads. Damage was visible on the superior surface and minor diameter radii of the hexalobular drive feature of the screw shank. Bioburden was found in the tulip threads and in the screw shank drive feature as well. During functional evaluation of the screw, the screw head was remobilized according to the procedure outlined in the related surgical technique guide. The previously mentioned deformation prevented the screw from being assembled with a threaded rigid driver. The observed deformation is typically found when attempting to improperly attach a driver to the screw when the screw shank drive feature is inaccessible due to the tulip being locked at an angle relative to the screw shank. The surgical technique guide indicates the screw head should be remobilized when the drive feature of the screw shank is inaccessible. The proper remobilization technique and associated order of operations can be found in the surgical technique guide. However, because the exact surgical conditions during the initial surgery cannot be identified or replicated to determine the initial placement of the screw in relation to the nerve roots which prompted the revision surgery, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was done to reposition a creo amp 6.5x45mm modular screw that was touching the nerve root. This event occurred in australia.